Event description:
It was reported that multiple chiba needle units were unable to penetrate organ tissue without a pre-cut nick. The device performance was described as consistent with a cannula lacking a properly formed bevel tip. There are no needles to return for evaluation.

Manufacturer narrative:
H11: the lot number was not provided; a review of the device history records could not be performed. Photos were not provided for review. The device has not been returned. Upon completion of the investigation, a supplemental report will be filed. B3 (date of event) the actual date of event is unknown. The date received by manufacturer (awareness date) was entered into the date of event field. D4 (expiration date is unknown), h4 (device manufacturing date is unknown). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.